Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via the manufacturer¿s representative reported that they had a fall from a ¿shock/jerk¿. It was believed that the fall occurred the day prior to or the day of report. The patient felt a jerking sensation before the fall. The jerking sensation caused the fall but the origin of the jerking was unknown although both the patient and the healthcare professional (hcp) it was possibly heart-related (patient had a pacemaker and other non-related device medical issues and was described as a ¿sick patient¿). It was unsure what was going on with the patient. The representative met with the patient in the hospital where an impedance test was performed on their implantable neurostimulator (ins) which found one electrode (electrode #10) that was not intact which affected all other electrode combinations. It was also noted that the patient was moved into various positions and impedance <(>&<)> amplitude were checked. The representative checked all of the settings and the patient felt good stimulation. The patient wanted the ins left on. The patient was to contact the representative if any further issues occur. On follow up it was unknown if the shock/jerking issue had resolved. The indication for use for the implanted device was noted as spinal pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.